Manufacturer narrative:
An event of use of device after expiration date, pericardial effusion with cardiac tamponade requiring pericardiocentesis and change in blood pressure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The expiration date indicated was 30 june 2023. Tee images from field showed there was an effusion during the time of implantation. X-ray demonstrated pre-release which showed no leak and a very compressed device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "warnings: use on or before the last day of the expiration month that is printed on the product packaging label." And per the amplatzer amulet laa occluder instructions for use, arten600142796-c, "prepare the patient for a standard transcatheter procedure, potentially including administration of oral antiplatelet medication. Effective anticoagulation therapy should be maintained during and after the procedure as determined by the physician. After a transseptal puncture is performed, maintain a recommended activated clotting time (act) of 250¿350 seconds until the procedure is complete".

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, 16000 units of heparin was administered, and the patient's activated clotting time was 900 seconds. The device was partially recaptured once. The device was never fully retracted. There was no difficulty implanting the device. While implanting the amulet occluder, the patient developed pericardial effusion with cardiac tamponade. There was also a change in blood pressure. The device was successfully implanted. A pericardiocentesis was performed, and approximately 100-150ml of blood was drained. There was no effusion after drainage. A pericardial drain was placed, and the patient was moved to the unit in stable condition. The patient was discharged 2 days after the procedure. The cause of the effusion was believed to be due to the 14f amplatzer torqvue 45x45 delivery sheath. It was determined that the device's expiration date was 30 june 2023, and the site was unaware that the device was expired when used.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.